Event description:
It was reported that the patient was implanted (B)(6) prior to report and the device was not turned on. The caller stated the day prior to report, the patient felt like the stimulation device was on ¿very high¿ on their left side. The caller noted that the device was not turned on and the patient in the office the patient confirmed as such. The caller stated that they deleted both programs and did impedance check which looked okay. The caller stated that they looked at the diary on the clinician programmer and no activity was found for the time when the patient felt like the stimulation was on high. The caller noted that the patient stated they felt like it was making their foot ¿draw up.¿ in response to a question if there was an electromagnetic interference concerns the caller noted that the patient did not leave the house at all the day prior to report. The caller was advised to turn the stimulation on and have the patient compare the stimulation against the pain they were feeling. It was noted that an ¿a-ha¿ type moment occurred when the patient noted that the stimulation did feel different. It was noted that it may be outside the scope of the device. It was noted that all the information regarding the patient could not be gathered as the caller was with the patient and needed to continue with the appointment. Additional information received reported that the implanting healthcare professional (hcp) sent the patient to the emergency room for a ¿stat¿ blood clot test on their lower right calf. Additional information received reported that all impedances were normal. It was noted that there was nothing related to the patient¿s issue that was system related. The hcp suggested going to the ER in case of a blood clot in the patient¿s leg but the test was negative. The patient was doing much better as of today.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).